Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (serial number) and h4 (device manufacture date (mm/dd/yyyy). Evaluation results: the device was returned to a zoll-approved business partner (bp) site for evaluation. The customer's report was not replicated or confirmed during testing. Data files were unavailable for further analysis since user configurations are reset upon return. It's likely the problem was caused by an older configuration being loaded onto a device that was updated with newer software. The local distributer has been made aware to work with this customer and review other devices in their fleet. Device passed all tests and was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately powered off multiple times after acquiring a 12-lead analysis. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.